Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment. It was replaced with a new lead. This device is not expected to return for analysis. No additional adverse patient effects were reported.